Event description:
Reportedly, the instrument failed to place properly formed staples on the stomach tissue. No info was available as to what intervention was employed to complete the case and address the pt injury. Procedure: lgb. Pt status: pt injury reported.